Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The distributor reported that the pt suffered hyperglycemia. No other details surrounding the incident were provided. As no detail surrounding the pt incident were provided and the cause of the alleged incident are unk this complaint is being reported.